Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was getting alert 113 (reduced water temperature control) from the arctic sun device on neonatal intensive care unit. Nurse stated that patient temperature was 34c, target temperature was 33.5c, water temperature was 26.4c and flow rate was 1lpm. Mss guided to system diagnostics, chiller temperature (t4) was 4.4c, mixing pump command was 100 percent, system hours were 9060 and pump hours were 7527. Mss stated that this device needs to be replaced. Per additional information received on 01aug2022, biomed stated the device experienced this issue last night and biomed was trying to evaluate device. Biomed tried cooling and warming and did not see any issues. Mss wants to know if it was ok to send device back to the floor. Biomed stated device number from floor and had an alert 113 (reduced water temperature control) and it was not cooling. Mss explained that alert 113 means not cooling and there was something functional occurring. Biomed was not familiar with arctic sun device so mss explained to calibrate the device. Biomed did not know where the ctu was. Biomed had device running. Mss asked the mss to access the device and system diagnostics showed chiller temperature (t4) was 3.9 c, inlet pressure was -7psi, circulation pump command was 37 percent and mixing pump command was 100 percent. Mss explained that the mixing pump had gone out. Per additional information received on 01aug2022, the biomed would-be sending device in for the failed mixing pump and for 2k preventive maintenance. There were no patient injuries reported, and it is unknown if patient was able to complete therapy. Per sample evaluation results received on (B)(6) 2022, it was reported that both the double bend tube and the chiller evaporator outlet tube were found to be expanded. It was noted that a cable marked with part number 40252900r harness, temperature out, nellcor, rohs was found tied to the level sensor cable. It was also noted that not connected to anything and was labeled not used. It would be added to the accessories bag. It was also noted that the tank seals were replaced due to lifting from the tank due to deteriorating glue.

Event description:
It was reported that nurse was getting alert 113 (reduced water temperature control) from the arctic sun device on neonatal intensive care unit. Nurse stated that patient temperature was 34c, target temperature was 33.5c, water temperature was 26.4c and flow rate was 1lpm. Mss guided to system diagnostics, chiller temperature (t4) was 4.4c, mixing pump command was 100 percent, system hours were 9060 and pump hours were 7527. Mss stated that this device needs to be replaced. Per additional information received on 01aug2022, biomed stated the device experienced this issue last night and biomed was trying to evaluate device. Biomed tried cooling and warming and did not see any issues. Mss wants to know if it was ok to send device back to the floor. Biomed stated device number from floor and had an alert 113 (reduced water temperature control) and it was not cooling. Mss explained that alert 113 means not cooling and there was something functional occurring. Biomed was not familiar with arctic sun device so mss explained to calibrate the device. Biomed did not know where the ctu was. Biomed had device running. Mss asked the mss to access the device and system diagnostics showed chiller temperature (t4) was 3.9 c, inlet pressure was -7psi, circulation pump command was 37 percent and mixing pump command was 100 percent. Mss explained that the mixing pump had gone out. Per additional information received on 01aug2022, the biomed would-be sending device in for the failed mixing pump and for 2k preventive maintenance. There were no patient injuries reported, and it is unknown if patient was able to complete therapy. Per sample evaluation results received on 26aug2022, it was reported that both the double bend tube and the chiller evaporator outlet tube were found to be expanded. It was noted that a cable marked with part number 40252900r harness, temperature out, nellcor, rohs was found tied to the level sensor cable. It was also noted that not connected to anything and was labeled not used. It would be added to the accessories bag. It was also noted that the tank seals were replaced due to lifting from the tank due to deteriorating glue.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.